Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had infection at the ipg site and was admitted at the hospital. The patient was treated with antibiotics. The patient underwent a procedure wherein the ipg site was cleaned. The physician believed that the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 16996167, description: next generation anchor kit-sterile. Additional information was received that the patient underwent an explant procedure due to an infection at the ipg site. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the ipg site and was admitted at the hospital. The patient was treated with antibiotics. The patient underwent a procedure wherein the ipg site was cleaned. The physician believed that the infection was procedure related.